Event description:
Bilateral augmentation with saline mammary implants in submuscular position. 11/01 - noticed deflation of left implant. Pt underwent bilateral implant removal. Lt implant was indeed deflated. Both implants were removed intact without damage.